Manufacturer narrative:
The most likely cause for the discrepancy observed is due to the sample having a low viral load with which results are known to waiver. This is a sample-specific issue and the reagent is performing as expected. Performance of the analyzer appears steady. The observed discrepancy is most likely due to the sample being a weak positive for the sars-cov-2 target that is at/near the limit of detection (lod) of the assay and varying assay sensitivities. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Of note, the sample was collected in longsee brand vtm 2ml, which is an off-label media with a smaller volume than the on-label 3ml for the assay. Varying volumes may impact test performance.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from hong kong alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. The same sample was retested on a competitor platform (cepheid assay) which yielded a negative result. The patient sample was reported as negative and no harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.